Event description:
Pt presented with streptococcus pneumoniae bacteremia and meningitis. Pt had cochlear implant placed in 2001. Advanced bionics hifocus ii device- and had not received pneumococcal vaccine. Pt expired in 2004.